Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient registry. Unfortunately, the device is unavailable for evaluation, as it has been discarded. Through follow-up with the health-care provider, a copy of the operative report was received. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
It was reported that the device was explanted after an implant duration of approximately 115.7 months. Through follow-up with the health-care provider, it was learned that the device was explanted due to aortic insufficiency.